Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper reprocessing. Additionally, a review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor on the battery reamer device seized, moved heavily and was jammed and the trigger was blocked, jammed and moved heavily. It was also noted that the motor was stiff and defective, heavily polluted and there was fluid coming out of the gearbox. It was further determined that the device failed pretest for mode switch-test, check power at the motor with test bench. Minimum 190 to 250 watt, trigger test and general condition. It was noted in the service order that the device was not working properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.